Event description:
It was reported to philips that the system was unable to perform x-rays with the footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular diagnostic planned treatment procedure was performed when the issue happened. The procedure was completed by as a planned treatment. A field service engineer (fse) examined the system on-site and confirmed system unable to perform x-rays with the footswitch. Upon troubleshooting fse confirmed system did not transmit the scans and pedal does not give scopey and pedal did not report any error. The actual cause of the issue was software issue due to which screen was black. The actual cause of the issue was software issue due to which screen was black. To resolve the issue fse reinstall the software. After reinstalling the software, that the system was returned to use in good working order.the codes were updated based on the investigation outcome.